Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Reportedly, part of the screen is unresponsive. Customer's blood glucose was 100-250 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.